Event description:
It was reported that this right atrial (ra) lead, exhibited intermittent impedances changes from the ring and spring contact, including at least one ra pace impedance measurement greater than 3000 ohms. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).